Event description:
It was reported that this right atrial (ra) lead exhibited fluctuations in the impedances, ranging from 500 to greater than 3000 ohms. Presenting electrocardiogram shows atrial arrhythmia in progress which appears to have been since (B)(6) of 2020. Technical services were consulted and recommended further review of the ra lead. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).